Event description:
MRI pump started beeping and abruptly stopped infusing giving error code 126. Rn turned off pump and reprogrammed. The pump began infusing. Please assess pump as unexpected error codes and malfunction of the MRI pump may cause harm to patient. Biomed investigated but could not duplicate any issues; "error 126" does not exist as an available error code with the device. Tech support worked with the hospital's clinical engineering technician to review error logs and could not duplicate any issues or find any error codes.